Manufacturer narrative:
Attempts were made to obtain more information and to have reported device return for evaluation; however, the reporter has not responded to the requests at the time of this report. If the reported device will be returned or the evaluation is completed, a supplemental report would be made to the FDA. This complaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the unipolar high frequency cord sparked and caught fire during the surgery. While using the electrode to cauterize, the center area of the cord sparked and caught surgical drape and arm cradle foam padding on fire. A small amount of water was used to extinguish the fire. The patient sustained a burn ont he inner left forearm and also several spots on the left side of abdomen.